Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found a leak at pinch valve pv37, and indicated that the leak was caused by cut tubing at pv37. The tubing delivers clenz and diluent to manifold mf11. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was cut tubing at pinch valve pv37. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was not specified by the customer and was contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was not wearing personal protective equipment (ppe) at the time of the event. No one came in contact with the leaking fluid. Medical attention was not sought. No discrepant patient results were generated in connection to this event. There was no death, injury or change to patient treatment.